Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported expressing dissatisfaction with the lens implanted in her left eye. She was unable to provide any iol implant details and stated that her card was not in her possession. Date of implantation was unknown, she had another brand of iol in the right eye but she can not provide what it was. She claimed that she was unable to read, and had double vision since having the lens implanted. Additional information has been requested.

Manufacturer narrative:
The product was not returned. The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Due diligence has been performed in an attempt to obtain further information on this event. The patient has not responded to request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).